Manufacturer narrative:
Investigation: a visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery tube was received inside the loading device. The green slide lock and the white plunger were depressed on the delivery device. It was also observed that the seal had started to unravel. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure is confirmed. A lot history record review was completed and there was no nonconformance for the reported lot. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 would not engage. The reporter said this might have happened during deployment. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.